Event description:
The account reported that the brakes were not locking. The stretcher was located in the bed shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found that the brakes were setting but the left head brake caster was not holding. The most likely cause is normal wear and tear. Per the hill-rom service manual, the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc and replaced when necessary. Apply the brake and make sure the stretcher does not move. If there is movement, look at the brake components for wear. Apply the steer, and make sure the stretcher steers correctly. Look at the steer components for wear. Put the stretcher in neutral. Make sure all four casters rotate and roll freely. Adjust or replace components if necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008 through 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the left brake steer caster to resolve the issue. Based on this info, no further action is required.